Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. The abutment was removed during the same surgery.